Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient experienced vessel perforation and went to surgery. A rotablator burr and a rotawire were selected to treat the target lesion. During the rotablator procedure, it was noted that the patient had a perforation. The patient was sent to surgery.

Manufacturer narrative:
Updated describe event or problem, evaluation method codes, and evaluation conclusion codes. Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/24/2018 10:41 am CT. The report number is being corrected from: 2134265-2018-64620 to: 2134265-2018-62903.

Event description:
It was reported that the patient experienced vessel perforation and went to surgery. A rotablator burr and a rotawire were selected to treat the target lesion. During the rotablator procedure, it was noted that the patient had a perforation. The patient was sent to surgery. It was further reported that the vessel perforation was after the physician drilled for 60 seconds, which could have caused a build up of particles. Consequently, bypass to the left anterior descending artery was performed to treat the perforation. The patient status post-procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient experienced vessel perforation and went to surgery. A rotablator burr and a rotawire were selected to treat the target lesion. During the rotablator procedure, it was noted that the patient had a perforation. The patient was sent to surgery. It was further reported that the vessel perforation was after the physician drilled for 60 seconds, which could have caused a build up of particles. Consequently, bypass to the left anterior descending artery was performed to treat the perforation. The patient status post-procedure was stable.